Manufacturer narrative:
H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator had a transducer fault and fails exhalation diff pressure calibration. The issue occurred during patient-use and alternative ventilation was provided. The customer confirmed that there was no patient harm associated with the reported event.